Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot#: 0211818627, implanted: (B)(6) 2016, product type: lead. Product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported that during a post-op MRI scan for lead verification, the consumer reported feeling the magnetic field of the MRI in his brain lead. He said it was not uncomfortable and that he had that feeling since being implanted, but it was amplified by the MRI machine. Both the radiographer and the representative believed this might be perceptual. No actions/interventions were taken or performed. No diagnostics/troubleshooting had been done. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.